Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the introducer needle was fractured while in the body. Needle was hard to remove. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found needle hub separated from sensor base. Unable to perform insertion/needle complaint due to customer return sensor opened/used. Then, performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. Also, found sensor cannula in full during analysis.